Manufacturer narrative:
The buttons functioned properly and no keypad anomaly was noted. However, an unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via email of an unresponsive keypad. Customer stated that they can still read the display. The customer's blood glucose was unknown. The customer was advised to return the insulin pump and a new device was sent out.